Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred. Critical ram parity error was recorded on (B)(6) 2011 in address "0d b9". Por severity is considered low as device should be able to fully recover after reset. Device is still in use. The device was not returned, but diagnostic data is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a transmission showed the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.